Event description:
It was reported the luer extension tube of the cool path ablation catheter broke during an ablation procedure. The physician was ablating when he noted there was a saline leak from the catheter handle. Ablation was halted and the catheter was examined where it was noted the luer extension tube of the cool path ablation catheter had broken. The catheter was replaced and the procedure was successfully completed. There were no consequences to the pt.

Manufacturer narrative:
Device evaluated by MFR-visual insp of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification of the luer extension tube detachment is consistent with operation context as device performance was limited due to anatomical/procedural factors.